Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a extracorpeal membrane oxygenation, the user reported that there was a drift in potassium readings. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.